Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have a "high pressure" alarm. Additionally, while testing the pump it was found the pump gave a constant pressure alarm. The cause of the customer reported problem was the defective downstream occlusion (dso) sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor and dso seal.

Event description:
It was reported that the pump gave constant pressure alarm. There was unknown patient involvement, and unknown signs or symptoms experienced.